Manufacturer narrative:
Event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for market within the united states.

Event description:
Pt underwent revision surgery on (B)(6) 2019 due to dislocation from patient fall. Surgeon implanted new 36/+6 humeral cup and +9mm spacer. Explant information is not available.